Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely use issue since the sutures were tightened to slow the bleed and heparin was held to manage the condition. D4 model number corrected. G1 manufacturing site name and address corrected. Corrected h2 type of reportable event.

Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that a patient experienced bleeding from their access site during impella rp support. The sutures were tightened to slow the bleed and heparin was held to manage the condition. The patient experienced oozing from other sites in conjunction with the impella site leading to a transfusion of one unit of packed red blood cells. The pump was eventually removed from the femoral artery and a new impella rp pump was placed via a new access point.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿